Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analysis performed, this report will be updated.

Event description:
Boston scientific received information that the patient with this device and associated leads received two inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. The right atrial (ra) lead impedances were greater than 2500 ohms. The leads were suspected to be fractured but this observation was unconfirmed. The device and leads were explanted. The device has been returned for analysis.